Event description:
It was reported that insulin was not being delivered from multiple cartridges. Customer's blood glucose level was 150-200 mg/dl. Multiple cartridge changes and multiple infusion set changes were performed resolving the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.